Manufacturer narrative:
The reported event was confirmed by the service technician. During visual inspection it was observed that the contact pins of the communication unit were corroded and the device was not able to be initialized in the application software. During the device evaluation, it could not be determined what caused the corroded contact pins.

Event description:
It was reported that during testing conducted at the user facility the device was inaccurate up to 1 cm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device was inaccurate up to 1 cm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.